Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
3/6/2022: customer reported receiving a false positive with cue. Customer followed - up with three cue tests which were negative. The customer has been contacted regarding follow up pcr tests. Cartridge ln 22094m; cartridge sn (B)(4); reader sn (B)(4). 3/7/22: customer stated that they are not planning to take the pcr test unless I get another positive result from cue.